Event description:
It was reported that the pump battery would not charge despite attempts to use different charging cables and wall adapters with tandem equipment. There was no reported impact on the customer's blood glucose level. The customer did not disclose what backup therapy they would use.